Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms approximately 3 weeks post implant. Technical services (ts) discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported.